Manufacturer narrative:
Investigation results were made available. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Compatibility of components: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Review of reported event: it was reported that the patient received the biolox head on (B)(6) 2015 and was revised on (B)(6) 2016 due to pain. This was patient second revision. Review of received data: surgical report of index surgery dated (B)(6) 2015: a (B)(6) female patient underwent tha due to osteoarthritis into right hip. Procedure seems to be performed according surgical technique. First revision report dated (B)(6) 2015: diagnosis: possible aseptic loosening of the right femoral stem with old calcar fracture. Indications: (B)(6) female patient in 6 months after right tha. Negative to infections. CT revealed old fracture of the calcar. Very tall patient. Findings during surgery: femoral stem found to be well fixed. Joint found to be erythematous and irritated. No corrosion observed, no evidence of loosening on cup. Patient reported posterior subluxations when flexing the leg to 90 degree. Procedural: the femoral head was immediately removed after dislocation. Fibrous tissue removed to expose proximal stem/femur interface. Femoral neck removed. Surgeon state that patient did not have a femoral diagnosis of marfan's but she probably had some joint laxity and her pain probably occured because of this instability and subluxations. Zimmer cable implanted to treat the fracture observed in the CT. Liner also removed. Cup not revised (most probably continum cup). Second revision report dated (B)(6) 2016: procedure: patient underwent to right tha revision due to painful hip. Indications: CT scans strongly suggest loosening of the acetabular component. Radiolucency observed around the cup. Procedural: moderate serous effusion found in the joint. The cable around the femur was found to be not tight and had some inflammatory changes around it. Ceramic head immediately removed after dislocation. No damage observed on the trunnion. No corrosion observed in the modular neck stem. Stem noted to be stable and not lose. Cup screws found to be lose, even the cup was found to be not well fixed in the acetabulum. No other conspicuous information. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: according the surgical report of revision, the head was consequently revised because of cup loosening. It seems to be not directly involved in the event, especially because the surgeon did not find any damage, neither on the head nor on the trunnion of the stem. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: device is not involved in the reported event (loosening of the cup). Without x-rays, office visit notes, devices or photos of the explanted implant(s), bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history, adherence to rehabilitation protocol, is anyway very difficult to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The case was re-open to enter additional information received on august 24, 2016. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Compatibility of components: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Review of reported event: - surgical report dated (B)(6) 2015: a (B)(6) female patient underwent tha due to osteoarthritis into right hip. Procedure seems to be performed according surgical technique. No competitor product mentioned in the implantation report. The 1st revision report dated (B)(6) 2015: diagnosis: possible aseptic loosening of the right femoral stem with old calcar fracture. Indications: (B)(6) female patient in 6 months after right tha. Negative to infections. CT revealed old fracture of the calcar. Very tall patient. Findings during surgery: femoral stem found to be well fixed. Joint found to be erythematous and irritated. No corrosion observed, no evidence of loosening on cup. Patient reported posterior subluxations when flexing the leg to 90 degree. Procedural: the femoral head was immediately removed after dislocation. Fibrous tissue removed to expose proximal stem/femur interface. Femoral neck removed. Surgeon stated that the patient did not have a femoral diagnosis of marfan's but she probably had some joint laxity and her pain probably occurred because of this instability and subluxations. Zimmer cable implanted to treat the fracture observed in the CT. Liner also removed. Cup not revised (most probably continuum cup). The 2nd revision report dated (B)(6) 2016: procedure: patient underwent right tha revision due to painful hip. Depuy shell and liner combined with zimmer biolox head and modular kinektiv neck will be implanted. Indications: CT scans strongly suggest loosening of the acetabular component. Radiolucency observed around the cup. Procedural: moderate serious effusion found in the joint. The cable around the femur was found to be not tight and had some inflammatory changes around it. Ceramic head immediately removed after dislocation. No damage observed on the trunnion. No corrosion observed in the modular neck stem. Stem noted to be stable and not loose. Cup screws found to be loose, even the cup was found to be not well fixed in the acetabulum. No other conspicuous information. - two post op reports were received. One of them is dated july 30, 2015 and the other is dated september 14, 2015. Both reports describe that the patient is doing better. No further relevant information available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: according the surgical report of revision, the head was consequently revised because of cup loosening. It seems to be not directly involved in the event, especially because the surgeon did not find any damage, neither on the head nor on the trunnion of the stem. Conclusion summary: the device is not involved in the reported event (loosening of the cup). Without x-rays, office visit notes, devices or photos of the explanted implant(s), bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history, adherence to rehabilitation protocol, is anyway very difficult to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive explanted devices for review. No surgical report or x-rays were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 36 x 0, on (B)(6) 2015. The head was removed on (B)(6) 2016 due to pain and joint effusion. Note: this is a splitcase with zimmer (B)(4).

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information was received on february 24, 2016 and march 7, 2016. It was now reported that the revision surgery was performed due to calcar fracture and dislocation. It is also reported, that during revision surgery it was found, that the screw and cup were not well fixed